Event description:
It was reported that during a total abdominal hysterectomy, bilateral salpingo oophorectomy and omentectomy procedure, the first device was fired approximately fifteen times and there was bleeding at the staple lines. The device jammed however which firing the jam occurred on is unknown. The second device was fired approximately fifteen times and there was bleeding at the staple lines. Suture was used to complete the procedure by over sewing the staple lines. The amount of blood loss is unknown. The patient received 6 units of blood and 2 units of platelets. The patient was transferred to the surgical intensive care unit.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.(B)(4).